Manufacturer narrative:
The reported complaint that the autopulse displayed "system error, out of service, revert to manual CPR "error message was confirmed during the functional testing. The root cause of the issue was due to a defective processor board. To remedy the issue, the processor board was replaced. The autopulse passed the final testing with no issue or faults observed. Visual inspection was performed and found the top cover and front enclosure of the platform damaged. The battery lock was found bent. The autopulse platform is a reusable device and was manufactured on 03/04/2009. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the service life of the device and is unrelated to the reported complaint. Archive review was not performed due to a corrupted archive and cannot be retrieve. Initial functional testing failed due to a "system error "error message displayed upon powering on the device. The issue was attributed to a defective processor board. Unrelated to the reported complaint, the front and top cover were replaced to remedy the damage noted on the platform cover. Once completed, the autopulse was tested and passed the final functional testing. The autopulse functioned successfully with no faults or errors observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint history reported for this s/n (B)(4).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the platform displayed " system out of service " when powered up. No patient involvement.